Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: mentor smooth round moderate profile 425cc saline implant, catalog # 3501670, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with a mentor smooth round moderate profile 425cc saline implant that deflated after implantation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return.

Manufacturer narrative:
On (B)(6) 2018, mentor received the associated account information. On (B)(6) 2018, mentor became aware that the tentative date of explant was set for (B)(6) 2018. (B)(4).

Manufacturer narrative:
On 3/29/2018, mentor received additional information regarding this event. The actual date of event was in (B)(6) 2018, and the explantation was performed on (B)(6) 2018. The patient underwent bilateral removal and replacement with 500cc mentor memorygel smooth round moderate plus profile implants, catalog # 3505001bc, s/ns (B)(4). Device evaluation summary: the device was returned to mentor without fluid. Brown foreign material was observed within the device. The product evaluation team observed a crease on the anterior aspect. A rent was also observed measuring <0.1 cm within the crease on the posterior aspect. No other anomalies were discovered. Mentor performs 100% inspection and testing of all devices prior to release. As such, it has ben concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related to the manufacturing process. Breast implants are not considered lifetime devices, and deflation is a known complication associated with these devices, and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).